Manufacturer narrative:
The customer¿s meter and strips were returned for investigation. The returned meter and strips were tested in comparison to master lot strips. Testing results: qc 1: 2.4 inr, qc 2: 2.4 inr , qc 3: 2.4 inr . The obtained qc values were in the allowed range of the used combination master lot strip lot - qc lot. (1.9 - 2.9 inr). All measurements were without error messages. The maximum difference between measurements was 0%. Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.

Event description:
A pharmacist complained of a questionable inr result for 1 patient tested on a coaguchek xs plus meter (B)(4) compared to a stago instrument using neoplastine reagent. At 11:17 am the meter result was > 8.0 inr. At 11:59 am the laboratory result was 4.0 inr. The patient's therapeutic range is 2.0 - 3.0 inr. There was no allegation of an adverse event. The patient does not have hematocrit concerns, is not on heparin, lovenox, or thrombin inhibitor, does not have antiphospholipid antibodies, no changes in medication, or illnesses, and no signs of bruising or bleeding. The patient has increased their amount of vitamin k foods. The customer's meter and test strip were requested for return. Replacement products were sent. Relevant retention test strips (lot 345215) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.